Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-aug-2017 from the patient who reported that the empty pump was not resolved because she still had no medical plan and no money to pay for a refill. The patient was having lots of pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient that had been receiving morphine, drug dose was 20mg/day and concentration was 20 but also stated 10mg/day via an implantable pump. The indication for use was not reported. The patient¿s medical history included cancer pain. The patient was hearing the critical alarm. The patient reported that their pump was out of morphine and the pump was alarming. The patient had missed their scheduled refill. The refill date was supposed to be (B)(6). The patient was experiencing cancer pain. The patient had been hospitalized from (B)(6) to the (B)(6) for their cancer pain and the patient confirmed that the reason for the hospitalization was not due to the pump. The patient was implanted with the pump for cancer pain. The hospital had provided the patient with 2 morphine pills. The patient did not have health insurance and no longer had a healthcare provider. The patient was seeking a new healthcare provider. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that an alarm was occurring for empty pump. The patient had missed the refill. The rep stated that the patient had resided in (B)(6) at the time and was having difficulties getting their pump filled. Technical service specialist (tss) walked the rep through getting logs. Logs stated that last refill was on (B)(6)2017, low reservoir alarm occurred on (B)(6)2017, motor stall (due to MRI, recovery occurred) occurred on (B)(6)2017, and an empty pump alarm occurred on (B)(6)2017. There was no reported symptoms.  No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the rep believed that the motor stall on (B)(6)2017 was approximately 50 min from stall to recovery. The patient's pump was not refilled yet. Patient was implanted in puerto rico and she and the hospital were looking for someone to fill the pump in the area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient had relocated, and she did not have the medication to fill the pump.